Event description:
It was reported by the customer that while taking a sample during a breast biopsy, the cutter would engage and take a sample, but would not disengage once the sample was cut. The case was completed with the same device with no patient consequence. The device was sent in for repair.